Event description:
The physician attempted to advance an endeavor resolute rx (3.00 x 30mm) drug eluting stent to lesion. There were no abnormalities noted prior to use of the device. The device could not cross the lesion and when the stent was withdrawn, it dislodged. Evaluation report: the distal tip was flared. The proximal and distal balloon pillow folds were partially opened and disturbed. Crimp impressions were evident along the working length of the balloon. Please note that this endeavor resolute device is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: stent dislodgement, lesion morphology - severe calcification. Conclusions: lesion morphology - severe calcification. (B)(4).